Event description:
Per the clinic, the patient underwent revision surgery in (b)(6) 2026 (specific date not reported) due to site issues and device exposure. During the revision procedure, the electrode array was reportedly to be partially pulled out and displaced. Following the revision surgery, the patient reportedly experienced decreased benefit from the cochlear implant. Subsequently, the device was explanted on (b)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery. It was noted during the explant that 6 to 7 electrodes were outside the cochlea and one electrode contact was observed to come loose from the array. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.